Event description:
It was reported via repair work order that the main power switch and wiring are burned up and the housing is charred. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.